Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A field service engineer (fse) mentioned that station was not connected to the internet, and no connection was coming from the wall internet port. Advised the pharmacy to place a ticket with their information technology team, as there was no internet at the station.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override, user tried to reboot but unable to recover. The customer reported there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override, user tried to reboot but unable to recover. The customer reported there was a delay in patient workflow. There were no adverse events or injuries reported based on this event